Manufacturer narrative:
Calibration and controls were acceptable on the analyzer used for investigation. The investigation determined that the discrepancies generated between the different methods are most likely related to methodological differences. A general product problem can be excluded. The reactivity of autoantibodies in different tests varies due to the use of different assay formats, detection antibodies, antigen formulations (e.g. Different linkers, etc.), and incubation times. An interfering factor can be excluded. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of the customer's analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). Anti-tg reagent lot number 706424, with an expiration date of 01-apr-2024 was used on this analyzer. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-tg on an unknown roche elecsys analyzer used at the customer site and a cobas e 801 module used for investigation. The sample resulted in an anti-tg value of 30.0 iu/ml (reference range = < 40 iu/ml) when tested on the customer's roche analyzer. The customer repeated the sample using the fujirebio lumipulse method, resulting in an anti-tg value of 27.9 iu/ml (reference range = < 19.3 iu/ml). The sample was provided for investigation, where it was tested using an e 801 analyzer on (B)(6) 2023, resulting in a value of 28.8 iu/ml. The sample was repeated using the abbott alinity assay, resulting in an anti-tg value of 4.33 iu/ml (reference range = < 4.11 iu/ml).